Event description:
It was reported that force sensor calibration failed. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that both tamper seals were broken; the bottom case was cracked by the l-bracket, and the left plunger case screw post was broken. There was no evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated; the force sensor was out of calibration and could not recalibrate, force value was below minimum. The investigation also found burnt chip on back of the main board at visual inspection. For corrective action, it was recommended to replaced the main board, and the force sensor as a preventative measure. The root cause of reported problem was traced to customer damage. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Correction: d4: model number: 4000.

Manufacturer narrative:
Device manufacture date: 16-dec-2016.